Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the patient had lower back pain near the implant site. An environmental/external/patient factor that may have led or contributed to the issue was a large weight loss per the patient. They tried turning the implantable neurostimulator (ins) on and off, but the discomfort worsened with it off. As a result of what was reported, they were setting up an appointment with the office for further troubleshooting. It was noted that the patient had right side sciatica nerve pain. The issue was not resolved at the time of the report. On (B)(6) 2018, it was reported that the patient lost a total of (B)(6) pounds since the implant. The battery site was revised on (B)(6) 2018 and the rep was waiting to know if the pain was resolved, noting they would know within a week. It was noted that the therapy continued to work throughout the process. No device issue was reported and no further patient complications have been reported, or anticipated, as a result of this event.